Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was 5.3 mmol/l, 8.4 mmol/l. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the insulin pump requires brand new or fully charge batteries to work effectively. The customer reported that this was the second occurrence of replace battery now without a low battery warning. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery power loss noted during testing.